Event description:
The complainant reported that the automated impella controller's (aic) purge clip was broken. No report of patient involvement, injury, or harm. A loaner device was sent to the customer.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Therefore, the root cause of the broken purge clip was due to a defective component. Purge disc retainer and purge flag was replaced, the purge pressure sensor was validated, and the functional check was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.